Event description:
It was reported the patient's lead migrated. The issue was confirmed via CT. Surgical intervention was undertaken on (B)(6) 2019 during which the lead was repositioned. Issue resolved.